Manufacturer narrative:
The explanted lead was expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, the helix on this right atrial (ra) lead would not extend when the lead was positioned. The terminal tool was rotated one turn per second as recommended without success. Lead measurements were attempted, but pacing threshold measurements were high, noise was noted, with no pacing observed, and the impedance measurement was greater than 3,000 ohms. The lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported.